Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was initially reported on 01/29/2024 that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 around 8:00am, the patient's daughter noticed that she was not receiving readings on her follow app. She went to check on her father, the patient. It was not reported what state the patient was in during this time. When she checked his dexcom, it was displaying "sensor failed". She checked his blood sugar with a meter and it said, "high". She stated the meter can only go up to 500 mg/dl. She did not attempt to change the sensor and checked his tandem pump. She stated the insulin pump had not been giving the patient insulin since (B)(6) 2024 at 6:00pm. She stated she thinks this is when the sensor failed on (B)(6) 2024. The patient noticed that the patient could not communicate properly and was speaking gibberish so she called an ambulance. The patient was transported to the hospital. Upon arrival, they checked his bg and it was 980 mg/dl. The patient was treated with an insulin drip. During the time of the report the patient was still in the hospital. On 02/27/2024, additional information was provided. The patient was admitted to the intensive care unit (ICU) until (B)(6) 2024 and then stayed in the hospital for an additional 3 days. Afterwards, the patient was taken to a rehabilitation facility from (B)(6) 2024 to (B)(6) 2024. At the time of the report, the patient was out of the hospital and rehabilitation facility and in stable condition. Data investigation confirmed sensor failure after warm-up on (B)(6) 2024. The root cause was determined to be high count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.